Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the patient experienced blood pressure drop, pericardial effusion, tamponade perforation and received drainage. The leadless implantable pulse generator (ipg) exhibited increase in r-wave, high impedance, high threshold and loss of capture and remains in use. No further patient complications have been reported as a result of this event.